Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that there was no speaker sound at start up test and the device failed at manual power on test. The customers device issue was confirmed. The customer was provided a replacement device to resolve their issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating there was no audio. The device was not in use at the time of the event. No adverse event occurred.